Event description:
Additional information was received from the patient. The cause of recharger difficulties was not known. The recharger will say 100 % and when they put the white /black accessory on it shows 50%. The cause of ins level not increasing was unknown. The shocking issue was resolved with a layer of cloth placed between the recharger and skin. However, it was not charging and will say requesting excellent connection and they might be needing a new device.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the cause of the ins battery level not increasing was determined. The cause of the recharger not connecting to the ins with a thin layer of clothing between was also determined. When asked about additional steps taken to resolve the issue the patient said they didn¿t know what was wrong. The issue was confirmed resolved. Cause was not determined for the recharger connected but the application still said searching after more than 30 seconds. The patient confirmed the recharger shocking them had been resolved as well as the recharger connecting but the application still searching after more than 30 seconds.

Event description:
Additional information was received from the patient. The patient called back reporting ongoing recharging difficulties. Patient also mentioned again that about 3 days after implant they had a return of pelvic pain. Patient states they got the device to help with urinary issues and pelvic pain, and wanted to know why the pain would have returned. Reviewed the that the device was not indicated to treat pain and patient will need to discuss further with managing physician. The patient stated that prior to calling today they had been charging the ins with excellent coupling but once the ins hit 70% it appeared to be stuck there and patient was charging for a long time but it would not increment beyond 70%. There was no indication that the recharger lost connection. Reviewed recharging troubleshooting, had patient feel for ins, reposition the recharger in different positions over ins, move away from possible sources of emi, change from standing to sitting position but patient was not able to maintain ins charging. The recharger would briefly connect and then start beeping/searching again. Patient indicated they have always had difficulties with recharging and were only able to charge up to 100% one time. Patient also mentioned they are holding the recharger manually and preferred to hold over bare skin so they could feel the sensation of the recharger "burn a little" because they felt it helped locate the ins location better. Patient services reviewed importance of trying each recharger position for 30 seconds before changing position. The patient declined further troubleshooting assistance and would keep trying on their own. Patient services recommended patient follow up with managing physician if difficulties persist. On (B)(6) 2020 it was reported that patient has charged ins for the last 2 days and the ins battery level in not increasing. Patient charged ins on (B)(6) 2020 for an hour. Patient said while they were charging the app said excellent connection and the recharger was not beeping and the ins stayed at 30%. Patient charged for an hour on (B)(6) 2020 and the ins went from 30% to 40%. Reviewed how to check the ins battery level with the micro my therapy app which showed the ins was at 20%. Had patient start a charging session, recharger connected but app still said searching after more than 30 seconds. Patient services instructed patient to restart the handset. After restarting the handset the patient was able to start a charging session and the ins went from 20% to 40% during the call. Patient said they put the recharger on their bare skin and the recharger "shocks me". Patient said when they feel the shocking they know the ins is charging. Patient services recommended a thin layer of clothing between recharger and skin. Patient said they tried a thin layer of clothing but the recharger couldn't connect to the ins w/ a thin layer of clothing between. Patient has an appointment on (B)(6) 2021 with the healthcare professional who referred them to a different healthcare professional.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from the patient. They reported that they held the recharger for 1 hour. It said 'excellent connection'; however at the end of that time, it still said 30%. It was 30 % to begin with. It didn't charge up. The patient was not able to charge their implant to 100%. They wrote that december 26th was the first time it happened (contradicting previous information). The patient was very confused, the patient did not understand the different readings (and other illegible). The patient reported that the shock did not occur when using the recharger. The recharging issue was not resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient was trying to recharge their implant today but received a 1707 error code on the handset and it was recommended not to charge over an unhealed incision. Caller also does not know if their doctor¿s office gave them permission to charge their implant yet (follow-up appointment is 6 weeks post-op). Patient services sent a video on how to recharge the implant but recommended to contact doctor¿s office to see when it is appropriate to start charging their implant and to further address the issue. Additional information received on 2020-12-01 from the patient. It was reported that they are still having issues with recharging the ins. Caller states they got the ok from the hcp office that they can charge the ins. Caller states they are getting persistent 1707. They tried resetting the wr and still no luck. While on hole, caller determined that they were putting the ins over the wrong ins (pt has a scs device from st jude from years ago and they had it on that device). Caller states now the ins is taking a charge with no problems. Additional information reported seeing the open loop recharging screen. Caller was not able to connect with the ins when using the belt and caller had to place recharger on skin to get to the normal recharging screen. Caller said the patient feels a "shock" when they start charging but patient clarified and said they felt "a little warm sensation real quick". Patient felt this sensation when the recharger found the ins and the sensation "just lasted a little bit". Patient was not using a layer of clothing. Caller also said because they couldn't charge the ins for 2 weeks the ins depleted and the patient was experiencing a lot of pain. Patient charged from 90 to 100 during the call.